Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform functional testing including displacement, basic occlusion, occlusion, prime, no delivery test due to motor error alarm. The pump had scratched display window, broken battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was high at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the alarm occurred during bolus delivery. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer reported damage to the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.